Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed paddle and pads ECG test during op check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 assy therapy # (B)(6). (S/n (B)(6) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the root cause could not be determined. Based on the information available and the testing conducted, the cause of the reported problem was determined to be with the therapy pca; however, it is unknown specifically what caused the therapy pca to malfunction. The reported problem was confirmed in lab testing.